Manufacturer narrative:
(B)(4). Batch # p91l6r. Investigation summary: the device was received with the coating material of the housing flaking off. Based on prior investigations, the loose particles on the surface are likely aluminum oxide from the base material the handpiece was connected to a generator, evaluated with a test instrument and was found to be functional. The instrument was disassembled to inspect the internal components and no anomalies were found related to the reported issues. However, when the instrument was disassembled to inspect the internal components, the moisture indicator was positive. The handpiece has a number of seals to prevent fluids from entering the housing. "Positive moisture indicator¿ describes a condition where water enters the handpiece cavity during the steam sterilization process. The primary path of ingress is the distal seal, this may be caused by a reduction of the compressive force on the distal seal. However no definitive root cause could be drawn. No conclusion could be reached as to what caused this issue. The batch history records were reviewed and the manufacturing criteria were met prior to the release of this batch.

Event description:
It was reported that the coating of the handpiece (grey color) is coming off. No further information available.